Event description:
It was learned through implant patient registry that a 29mm 11500a aortic valve in aortic position was explanted and replaced with a 27mm 11060a konect valved conduit after an implant duration of 2 years, 9 months and 7 days. Reason for reintervention was not provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: a5, b4, b5, b7, g3, g6, h2, h6 (clinical code, device code, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Subclinical leaflet thrombosis (slt) is described as a thin layer of thrombus that can involve one or all three leaflets, with typical appearance on mdct as a hypo-attenuating defect of the leaflets, also called hypo-attenuating leaflet thickening (halt). A device history record (DHR) review was performed, and no relevant non-conformances were identified. Halt is a known potential risk associated with the use of bioprosthetic heart valves, which is included in the instructions for use (IFU), and there is no evidence to suggest a manufacturing non-conformance or defect contributed, thus no further evaluation is needed. This event will be included in ongoing monitoring and trending per (B)(4). Neither a product risk assessment (pra) nor corrective or preventive actions (CAPA/scar) are required at this time because no triggers are met, per (B)(4). Based on the information available, the most likely cause is patient factors.

Event description:
It was learned through implant patient registry that a 29mm 11500a aortic valve in aortic position was explanted and replaced with a 27mm 11060a konect valved conduit after an implant duration of 2 years, 9 months with halt. Per medical records, echo demonstrated well-functioning valve with no pvl. Cta radiologist identified metallic linear foreign body within pulmonary artery, new from 2022 examination and noted to be likely iatrogenic from ablation procedure in 2022. Limited dissection at caudal arch noted to extend after the left carotid. Intraoperatively, aortic valve noted to have severe halt on all leaflets. The valve was explanted and replaced with a 27mm 11060a valved aortic conduit. Patient tolerated the procedure well and was transferred to the ICU in stable condition. Patient was discharged on pod# 12. Per pathology, explanted aortic valve consisted of fibroelastic tissue with fibrosis and foreign body type giant cells and fibrin deposition.